Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the pump was on its side in 2013, and the patient had a subsequent pump revision in (B)(6) 2014. One night after the revision, she went to lie down; raised her right arm; at which point she felt a ¿pull really bad¿ where the pocket was. It hurt/was painful, and was excruciating. At the next refill, the pump was reportedly completely upside down. The reporter was redirected to the patient's healthcare provider (hcp). The dose had been around 2.5 mg/day, and was ¿upped recently." The pump system was being used to infuse morphine (unknown). No new interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.